Event description:
I had lasik surgery completed on both eyes in (B)(6) 2014. Now, at more than six months post-op, I continue to have substantial difficulty with my vision in low light. I have starburst distortion when I look directly at a light source, which makes driving at night very difficult. All the tail lights and headlights are distorted and cover a large diameter of my visual field. I also have difficulty with a loss of contrast sensitivity in low light. I cannot see my children's faces when I put the into their cribs for bedtime at night. I cannot see the pictures on the wall or read things posted on their walls when I do their bedtime routine and story time. When they cry during the night and I have to go in to soothe them, I can't find their pacifiers or comfort objects in the dark anymore. I used to be able to see these things when I wore contacts and glasses. I have had three post-op appointments and been told to increase my eye drops every 2 hours (still at six months post-op) and at my last appointment, punctal plugs were placed. None of this has caused any improvement in my vision. I noticed when my pupils were dilated at my most recent appointment, when I drove home to believe that my issues arise when my pupils are dilated (as is the case in low light, and was the case the day of that appointment). It seems to me that my pupils dilate beyond the surface area of correction, causing the non-corrected area to blend with the corrected area in low light, which results in the distorted vision and starbursting. I am very upset about the results and am continuously being told that I measure at 20/20 and got a good result. I assure you I did not get a good result and it seems that I am stuck with this vision. It is very frustrating. I sincerely regret ever having had lasik surgery and urge you to reconsider its approval. I believe it causes safety issues and decreases quality of life for those with a poor outcome. Size of pupils at full dilation should most certainly be a screening criteria to determine candidacy for lasik. It is ridiculous that the surgery would only correct a portion of the area necessary for corrected vision in all light levels. Manufacturer reported as travers lasik.